Event description:
It was reported that an right ventricular (rv) lead had oversensing due to a fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the ventricular lead had an increase in impedance to out-of-range values for bipolar and rv tip to rv coil. There was also report of oversensing with short interval counts (sic) logged up until explant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.